Event description:
It was reported in late 2008, the pt underwent surgical revision of the spinal cord stimulator due to "mechanical complications of the device". The "mechanical complications" were not specified. The pt's severe intractable pain had previously responded very well to spinal cord stimulation. The procedure was difficult and lengthy due to the multitude of steps required as well as the difficulty in dissecting and removing the leads at c1-c2 which had substantial scar tissue. The procedure included implantation of a cervical spinal cord stimulator, implantation of a thoracic spinal cord stimulator, removal of the existing cervical and thoracic spinal cord stimulators, lysis of epidural adhesions, complex intraoperative programming, and intraoperative fluoroscopic eval. In the immediate postoperative period, the pt developed some cardiac arrhythmias with trigeminy and premature ventricular contractions. The pt was admitted for cardiac monitoring. Postoperatively, the pt was placed on a pt controlled analgesia. IV antibiotics were given and two days following the surgery, the pt had substantial nausea and vomiting which required IV fluids. On postoperative day three, the pt was substantially better. The nausea and vomiting had subsided. The incisions were healing well. The new stimulator was activated and the pt had excellent power stimulation from both the cervical and thoracic leads. The pt was discharged with phenergan suppositories as well as levaquin.

Manufacturer narrative:
(Used for premature ventricular contractions and trigeminy).